Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that pocket did not open to correct location. A field service engineer replacing the engine in space 10 to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini pocket 12 had issues with unexpected opening another pocket when the patient does not need it, which might cause discrepancy and reauthorize access. The customer confirmed that there was no delay or harm to the patient and they were able to take medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-oct-2022 to 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the pocket did not open to the correct location. A field service engineer rebooted and replaced the engine in space 10 to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer contacted bd to report that the bd pyxis anesthesia es system mini pocket 12 had issues with unexpected opening another pocket when the patient does not need it, which might cause discrepancy and unauthorize access. The customer confirmed that there was no delay or harm to the patient and they were able to take medication. There were no adverse events or injuries reported based on this event.